Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products : item #915-2301, lot# 589700, 2.0 lactosorb system 2.0 x 7 mm lactosorb screw; item# 915-2151, lot# 832450, 2.0 lactosorb system l-shape plate - left extended. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00003, 0001032347-2022-00040.

Event description:
It was reported patient underwent a revision procedure under local anesthesia approximately two months post-implantation due to drainage and plate exposure from the oral vestibule.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.